Event description:
Caller reported that she received a letter from abbott stating that some of their freestyle libre 3 sensors are defective, and not reading accurately. She stated that she has two of the defective sensors. Pt code: 4580. Device codes: 2588, 1535. Ref report: mw5182773.